Event description:
It was reported that the patient presented in clinic upon receiving anti-tachycardia pacing (atp) from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was found that the patient's ICD exhibited over-sensing of an unspecified source resulting in inappropriate atp. Programming changes were made. The patient was stable.